Event description:
It was reported that during the unloading of a critical care pt, the legs of the stretcher allegedly did not lock into place and the unit lowered and tipped. No injuries were reported.